Event description:
It was reported the customer was hospitalized on 03/21/2015 for low blood glucose. The customer's mother reported the customer delivered a whole reservoir of insulin to their body. Customer was rushed to the hospital with a blood glucose of 0 mg/dl. It was also found the customer had gone to bed and woke up in the hospital. Customer also reported experiencing low blood glucose for most of the day prior to being hospitalized. Customer's blood glucose was 294 mg/dl at the time of the call. The customer has treated their blood glucose with glucose tablets. Troubleshooting found the customer's drive support cap appeared to be normal. Customer's insulin pump also passed a displacement test. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.